Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that some of the pi indicator led segments did not illuminate. No product performance issue identified related to spco was found, based on the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the rad-57 and the rainbow sensor sometimes shows high level of co although the patient hasn't inhaled co. There were no consequences or impact to patient reported.